Event description:
It was reported that physician observed gradually rising shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was significantly out-of-range at 200 ohms. Boston scientific technical services was contacted and confirmed after a device data review that the impedance had been rising and all other lead parameters were stable. It was discussed that increased shock impedance can be due to patient factors such as calcification/mineralization. A commanded r-wave shock test was also mentioned to evaluate the true impedance measurement of a delivered shock. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that physician observed gradually rising shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was significantly out-of-range at 200 ohms. Boston scientific technical services was contacted and confirmed after a device data review that the impedance had been rising and all other lead parameters were stable. It was discussed that increased shock impedance can be due to patient factors such as calcification/mineralization. A commanded r-wave shock test was also mentioned to evaluate the true impedance measurement of a delivered shock. However, because the rv lead shock impedance measurement decreased to <200 ohms, the physician elected to continue with normal monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.